Event description:
The customer reported that the intellivue mx430 patient monitor indicatted a speaker malfunction error appearing. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The response service engineer (rse) confirmed only a little sound was coming from the speaker and a speaker inoperative message was present. The cause of the reported problem was confirmed the mainboard. To resolve the issue, the mainboard was replaced and the deviice was returned to functional use with no further issues identified. The device remains at the customer site.